Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported that during a hip revision surgery, it was discovered that two motor devices displayed e6 and e2 error codes. There were no delays to the surgical procedure as spare devices were available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: correction: brand name, common device name, device product code and 510(k) were incorrectly documented on the initial report and have been updated accordingly to reflect the correct information. Additional information: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device was found to display an e6 error code immediately when the handpiece device was connected to the console device. A visual and functional assessment was performed on the device which found that the handpiece failed for motor thermistor assessment (recorded 16 ohmns -motor thermistor must read between 1000 and 15k ohmns). During repair, it was observed that the flex circuit potting was cracked. It was determined that the flex circuit was worn out from normal use over time which was consistent with a cracked flex circuit potting. It was further determined that the thermistor was part of the flex-circuit which caused the e6 error. The assignable root cause was determined to be due to worn out flex-circuit from normal use and servicing over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.